Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that this lead displayed a high out of range right ventricular lead impedance measurement. The physician was notified of this issue. A review of the information determined the alert detection was appropriate, however within normal measurements for this high impedance lead. In addition, it was determined there was no lead fracture and the lead condition appeared normal. This is a known issue and will be further monitored. No adverse patient effects were reported. This device and right ventricular lead remain implanted and in service.